Manufacturer narrative:
Customer could not isolate the source of the leak. A bci field service engineer (fse) found the leak was caused by loose solenoid for the rinse (water) on the cuvette wash manifold. The solenoid was not defective; it was loosened from the manifold. Fse tightened down the solenoid, the instrument was operational.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to instrument leak coming from the hydro which appeared to be waste and/or no-foam. No injury was reported for this event.